Event description:
Customer reported that the 840 ventilator had an occlusion and stopped cycling while in use on a pt. Customer reported that flolan medication was being administered at the time of the event. The pt was not harmed or injured as a result of the event. The pt circuit and filter have been discarded prior to covidien inspection. The device was tested and the alleged malfunction was not duplicated. The device passed all testing.

Manufacturer narrative:
Flolan is not approved for use by nebulization per the MFR.